Event description:
It was reported that the patient had a (B)(6) hearing loss in their left ear after getting their deep brain stimulation device. The patient¿s audiologist believed the hearing loss was caused by nerve damage from the surgery. It was stated that the patient has some hearing loss on both ears, but more in the left ear. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va08wzt, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension, product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported it was unknown if there was a 50% or greater symptom reduction. Troubleshooting/diagnostic testing had included a hearing test. The patient was fitted for a hearing aid. The cause of the event was not determined and it was unknown if it was device related but it was unlikely. The patient had not recovered and had ongoing symptoms/issue.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va08wzt, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension.